Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Factors that could have led to the device alarming and ¿over heating¿ includes: not having sufficient suction pressure in order to ensure adequate flow and circulation of saline solution to prevent unnecessary heating which could have caused the temperature to elevate and trigger the controller alarm or it is possible the user may not have set the controller temperature threshold to the desired value. The electrodes will remain warm after activation of the device; therefore, the device needs to be placed in a dry area free from any clothed material. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode wear with discoloration/contamination on the screen and scratch/scuff marks on the spacer and cap. The electrodes/screen shows possible overheating. There are no manufacturing abnormalities visually observed with the returned wand. The device was connected to a compatible quantum2 controller and did not work; registered an e-7 error message. The e-7 error was bypassed and was activated in saline solution at the default and max settings on the controller and performed as intended. The suction tube was tested and performed as intended. An automatic starting without activation was not indicated. The complaint was not verified, as the device creates plasma as intended and did not start without peripheral activating after bypassing the error e-7; a possible root cause could not be determined with confidence. Factors that could have led to the device alarming and ¿over heating¿ includes: not having sufficient suction pressure in order to ensure adequate flow and circulation of saline solution to prevent unnecessary heating which could have caused the temperature to elevate and trigger the controller alarm or it is possible the user may not have set the controller temperature threshold to the desired value. The electrodes will remain warm after activation of the device; therefore, the device needs to be placed in a dry area free from any clothed material. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device alarmed, then it started burning through the drapes without anyone activating the pedal or hand controls. No patient injuries were reported.